Event description:
It was reported that during a shoulder arthroscopy the physician was utilizing a speedstitch suturing device and needle cassette. Intra-operative the physician ((B)(6)) attempted to remove the needle from the shaft of the handle, however, the needle could not be removed. As a result of the reported event the procedure was not completed. No pt consequences were reported as a result of this event.

Manufacturer narrative:
A lot number for the device was not provided, therefore no date of MFR or exp can be provided. Reference MFR's report(s): 3006524618-2012-00552.